Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips fell out of the instrument. Could be removed, but no further information is available. No patient consequences. Completed with same/like product.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: which firing of the device did this event occur on? Unk. What vessel or structure was the device fired on at the time of the event? Cholecyst. Was the clip fully advanced into the jaws prior to firing? Unk. Was there any torquing or twisting of the device present at the time of firing? Unk. Was any unexpected resistance felt while firing the trigger? Unk. Were any unexpected noises heard? Unk. Did anything unexpected happen prior to this incident? Unk. Was the device fired after this incident in or out of the patient? Unk. What were the indications for surgery? Gall bladder disease. Does the patient have any relevant history of surgical treatments? Unk. Did somebody other than the primary surgeon fire the instrument? Unk. Was there a recent conversion to ees devices in this account or with this surgeon? Unk.